Event description:
It was reported that the 2.5x23 mm xience prime and the 2.25x28 mm xience v nano were implanted during a procedure on (B)(6) 2012 in the distal left anterior descending artery. Pre-dilatation was performed prior to stenting. After stenting post-dilatation was performed. The procedure was considered successful. On (B)(6) 2012, the patient came in for a follow-up appointment experiencing chest pain and was diagnosed with instant thrombosis with totally occluded stents. Thrombus suction was performed, after which dilatation was performed with a 2.75 x 15 mm nc trek balloon. A non-abbott stent was placed at the lesion and timi 3 flow was successfully restored. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience prime is being filed under a separate medwatch number.